Event description:
It was reported that this lead was part of a system revision due to infection. Reportedly, the pocket was getting hot and swollen and then the incision site opened up again. There were no additional adverse patient effects reported. The pocket was cleaned and the lead remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.